Event description:
The customer reported the secondary wash truck was dripping fluid within the instrument, several drops per cycle, involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered an obstruction in the vacuum line leading to the rinse block. The fse replaced the vacuum line and fitting and bleached the diluent lines to the rinse block and resolved the fluid leak issue. The fse also replaced the main vacuum line to vc3 as preventative maintenance. While performing reproducibility to verify the instrument, the fse stated that the samples generated r flags on differentials. The fse inspected and replaced all sample and reagent lines that led to the diff mix chamber. On (B)(4) 2013, the fse instructed the customer to replace the vcs processor card and resolved the diff r flags issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Fitting, card. (B)(4).